Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d8 third party servicer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1, and c3 on motor control board. Lvp lifted keypad recall completed. Replaced door assembly with keypad. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 8mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.